Event description:
It was reported that the guide wire frayed during a guide wire change. No pt complications were reported.

Manufacturer narrative:
Add'l lot# 58440387. Add'l device MFR date: 11/13/2007. The device will not be returned; disposed at hospital.